Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was found to have a blade broken. The blade broke roughly 0.19¿ in size from the base. The broken piece was not returned. The size of the missing piece is approximately 0.085¿ x 0.413¿. Components adjacent to the broken blade did not show damage. The complaint was confirmed by failure analysis. A review of the submitted image was performed. The following additional information was provided: the image is consistent with the alleged complaint. The image shows the instrument, and nothing appears to be out of the ordinary. No conclusive determination can be made based on this analysis.

Event description:
It was reported that prior to starting (post-anesthesia) a da vinci-assisted surgical procedure, the harmonic ace instrument was not used by the customer. The customer used a spare instrument to continue with the procedure. No fragment fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc (isi) followed up with the initial reporter and obtained the following additional information regarding the reported event: the customer confirmed that the initial complaint allegation indicated that no fragments fell into the patient and confirmed that the missing material/damage described above occurred outside of a surgical procedure; not while in use within the patient. There was no report of fragments falling into the patient.

Event description:
Refer to h10/h11 for follow-up information.